Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the therapy electrode pads that was red and itchy. The patient's physician prescribed the patient a lotion to use on the rash. The patient also purchased a cream from the pharmacy and removed the lifevest to allow the rash to heal. Follow-up indicated that after removing the lifevest and applying the cream, the rash had healed. The patient subsequently ended use of the lifevest.